Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 477 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege pump was under delivering because blood glucose was not going down. Customer also stated that insulin pump received hardware low level failures alarm. Customer was able to clear and able to rewound the insulin pump. Performed self-test and it was passed. The auto mode was not active. The product will not be returned for analysis.